Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 371 mg/dl to a reading of "high" on continuous glucose monitor. The cause for the reported issue was unknown. A correction bolus was delivered to address bg level. Customer declined troubleshooting with tandem technical support and declined to provide further information.